Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The fse ran the iabp unit, and there was no issue. The fse completed compressor calibration, and all manifold test successfully. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a low gas pressure alarm. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a low gas pressure alarm. It is unknown under which circumstances the event occurred. It is also unknown if there was a patient involved and if there was any patient harm/injury; however there was no adverse event reported.